Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp. Review of the stored episodes revealed atrial undersensing due to atrial blanking. Patient was stable before, during and after the event and will be monitored.